Event description:
The surgeon implanted a three piece lens but it tore as it was being inserted. The lens was cut intwo pieces to remove and there was no patient injury. The nurse stated it was unknown as to why the lens tore. An msi-tm injector and aq fp cartridge were used but the nurse was unable to provide the lot numbers.